Event description:
It was reported that (1) device was used during an unk procedure. It was reported by the affiliate that the tsb45 instrument cut, but would not staple. The case was completed by using another instrument. There was no pt consequence.